Manufacturer narrative:
The investigation could not determine a specific root cause. A systematic issue can be excluded, since only one sample was affected and calibration and qc results were within specification. An instrument malfunction could not be detected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on ion selective electrode (ise) sodium (na), ise potassium (k), and ise chloride (cl) for one patient sample. It was determined that the na and k results were erroneous. All results are in mmol/l. The patient had an initial na result of 82, accompanied by a data flag. The initial k result was 2.6, accompanied by a data flag. The sample was repeated and generated a repeat na result of 139 and a repeat k result of 4.6. The initial results were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. The patient was sent to the emergency room by the physician because of the original results. No further patient information could be provided by the customer. It is unknown if there was an adverse event. The lot numbers for the na and k electrodes were not provided. The field service representative was unable to find a cause for the issue. He performed a precision check, which was within specification.